Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject stent was detached prematurely from the delivery wire before deployment was possible. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported ¿stent deployed prematurely during use¿.

Event description:
It was reported that during the procedure, the subject stent was detached prematurely from the delivery wire before deployment was possible. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject stent was detached prematurely from the delivery wire before deployment was possible. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. H2 - follow-up, type - updated. H6 type of investigation - method code - updated. H6 investigation findings - results code - updated. H6 investigation conclusions - conclusion code - updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned with a microcatheter. The microcatheter was severely kinked 37cm from the proximal end. The microcatheter shaft was flattened/crushed 8.5cm from the distal end. The sdw was kinked at the distal end. It was not possible to advance the stent from the proximal to the distal end of the microcatheter due to the severe kink in the shaft, but the stent was advanced from the distal end through the hub. The stent was found to be slightly deformed with frayed edges at the proximal and distal ends. The stent introducer sheath was not returned. Functional inspection was not applicable. The as reported ¿stent deployed prematurely during use¿ was confirmed during product analysis as the stent had detached itself from the sdw inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as report. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Product analysis found the device was returned with a microcatheter. The microcatheter was severely kinked 37cm from the proximal and the microcatheter shaft was flattened/crushed 8.5cm from the distal end which indicates the microcatheter experienced a significant force during use. The sdw was also kinked at the distal end. It was not possible to advance the stent from the proximal to the distal end of the microcatheter due to the severe kink in the microcatheter shaft, but the stent was advanced from the distal end through the hub. The stent was found to be slightly deformed with frayed edges at the proximal and distal ends. It is probable in the damaged microcatheter shaft contributed to the stent deploying prematurely during use. The as reported ¿stent deployed prematurely during use¿ was confirmed during product analysis as the stent had detached itself from the sdw inside the microcatheter. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿stent deployed prematurely during use¿ in addition to the as analyzed ¿stent deformed¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.